Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that a hole was found in the bd micro-fine¿ insulin pen needle inner shield before use. The following information was provided by the initial reporter: "the coloured innershield has a hole.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a hole was found in the bd micro-fine¿ insulin pen needle inner shield before use. The following information was provided by the initial reporter: "the coloured innershield has a hole."